Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: recommendations: - wash hands thoroughly before device placement. - ensure the device remains connected after turning the user, monitoring for pulling and tension on the device. - remove the device prior to walking. - check device placement and user¿s skin at least every 2 hours. Placement of purewicktm male external catheter - trim or clip the pubic hair to ensure the product securely adheres to the skin. Check the skin and do not use if there is irritation or breakdown. Clean the penis and the skin around the base of the penis with soap and water or soap and water wipes. Dry skin prior to positioning the device. Note: moisture or soap residue on skin will weaken the adhesive. - position the device, aligning drainage fitting towards the feet of the user. Slide the opening of the device over the penis until close to, but not touching, the skin around the base of the penis. Center penis within the opening. Do not place scrotum inside the device. Remove the bottom adhesive peeloff and press the device against the skin below the base of the penis. Remove the top adhesive peeloff and press the device against the skin above the base of the penis. Ensure device has fully adhered around the base of the penis by pressing down on the adhesive. When to replace purewicktm male external catheter - replace the device at least every 24 hours or if soiled with feces, blood, or semen. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer's wife states no suction trans to c/s. She states having trouble getting the male external catheter on the husband, rep advised to try to place it on from the bottom up. She stated she will try that and also watch videos. Used with male wicks. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared).

Event description:
It was reported that the customer's wife states no suction trans to c/s. She states having trouble getting the male external catheter on the husband, rep advised to try to place it on from the bottom up. She stated she will try that and also watch videos. Used with male wicks. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.